Event description:
During surgery the shaft began freezing up shaft, patient was visually monitored and the surgery was completed. No patient injury reported.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.